Event description:
The customer reported the bottom of the insulin pump fell off and the label sticker was missing. The blood glucose reading was 83mg/dl. Advised the customer to discontinue the use of the device and reverted to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.